Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and cracked and bleeding display glass.

Event description:
It was reported via phone call, that the customer's insulin pump display was shattered by a seatbelt, and he is unable to read the display. Customer's blood glucose level at the time 140mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.